Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they reprogrammed the device to non-elevated electrodes. The issue was not resolved and no further action will be taken at this time. The information has been confirmed by the physician.

Manufacturer narrative:
This is a continuation of events previously reported in following regulatory report 3004209178-2024-19785. All further information r eceived will be reported out in regulatory report 3004209178-2024-19785. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller inquired about MRI compatibility as patient is in the ER. Caller stated patient had lead revision a few days ago. Caller read from notes that patient was having back and leg pain that was getting worse with the scs and system was also not functioning. Caller indicated one lead had high impedances and appeared to have migrated. Tss reviewed MRI guidelines. Additional information received from the consumer reported that it was not working due to scar tissue. The leads were replaced and the patient noted they were not satisfied and had difficulty walking.

Event description:
It was reported the leads were explanted as a result of high impedances. Both leads were replaced on (B)(6) 2024; leads were discarded. It was reported there was return of pain. Additional information was received on (B)(6), patient was seen for post op visit today. All impedances within normal limits.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they let the batteries go down and when they recharge it up now it's telling them that the system isn't charged back up again.  Patient called and reported they are getting settings not available message even with ins fully charged. They are unable to power stim on at all. Patient service specialist asked, patient said they hit the yellow button up on top and it said stimulation on/off, and locked and they needed to get it unlocked. Patient unlocked controller and saw settings not available, cannot provide your desired intensity setting. Agent asked, pt confirmed that was the message they had been seeing previously. Patient pressed ok and was able to go back to the home screen, displayed on group a. Patient said both batteries were at 100%. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, #12 25000-40000  #13 25000-40000 #15 25000-40000. Rep was able to reprogram around high impedances and get adequate coverage. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The reason for the settings not available, inability to power on stim was due to elevated impedances. They reprogrammed around the elevated impedances. The issue is not resolved, however the patient is currently getting adequate coverage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, #12 25000-40000  #13 25000-40000 #15 25000-40000. Rep was able to reprogram around high impedances and get adequate coverage. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient was seen on 6/17. Rep was able to program around elevated impedances.

Event description:
The reason for call was patient stated at their last checkup, the technician discovered one of the leads going up into their back had 3 bad spots and wasn't working. Patient said this was discovered a couple months ago. Patient asked what it would take to get the leads replaced. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient called saying they were receiving ¿desired intensities are not available ¿ . He¿s unable to adjust stimulation higher. The rep was trying to get an appointment to evaluate further, but an appointment had not been scheduled yet. An updated was received on 2024-07-11, where the rep reported that a new impedance report showed contacts 8, 11, 12, 13 and 15 with a status of ¿avoid¿ and high impedances of 40k.